Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported that 2.5 months after the dental implant and acrylic hybrid were placed in ada site 4, the implant lost osseointegration in type iii bone. Clinician reports peri-implantitis, mobility, bleeding and inflammation and poor bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. The dentist reported that immediate load procedure was performed.

Event description:
The clinician reported that 2.5 months after the dental implant and acrylic hybrid were placed in (B)(6) site 4, the implant lost osseointegration in type iii bone. Clinician reports peri-implantitis, mobility, bleeding and inflammation and poor bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)